Event description:
It was reported that, "during the tka, the 0 deg tibial resection gd, rt did not accept the hybrid tibial stylus. Therefore, the surgeon used a spare stylus instead of it."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.